Manufacturer narrative:
Device codes (a codes) were updated. The alarm trace showed an abnormal probe sucking alarm. The service actions (replacing the sipper nozzles, the sipper valves and the pinch tubing) resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer (fse) found wear and tear on the sipper probes causing drips. The fse replaced the sipper nozzles and sipper valves. He also replaced the pinch tubing. The fse performed the mechanism checks and all were successful. He verified the proper adjustment on the sipper nozzles. The fse performed measuring cell preparations 3 times with no errors. The customer performed calibration and qc and they were acceptable.

Event description:
We recieved an allegation about discrepant results for 2 patient's plasma samples tested with elecsys troponin t (tnt) stat g5 assay on a cobas 6000 e601 module when compared to a different cobas 6000 e601 module. Sample 1 (patient 1): initial result: < 6 ng/l rerun result: 59.48 ng/l sample 2 (patient 2): initial result: < 6 ng/l rerun result: 64.61 ng/l the floor nurse called the laboratory questioning the results. The samples were repeated. The repeat results were deemed to be correct.